Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off/no power or low battery alarm, or blank display noted. Off/no power alarm and low battery alarm functioned properly. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip. Tkn (B)(4) 2014 gm (B)(4) 2014. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump turned off without warning. His or her blood glucose was unknown at the time of reporting. The customer believed that the powering down of the insulin pump resulted in his or hers hospitalization with diabetic ketoacidosis. The insulin pump was returned. No additional information was reported.